Event description:
It was initially reported that an unspecified patient incident occurred and the clinicians were trying to use the infusion knowledge portal for their internal investigation. However, the data wasn¿t available to be reviewed. The incident was that a pump module was used on a patient who was reportedly "going off life-support" but during the time the medication was infusing, the pump module stopped apparently working. It was then reported that the patient died on april 30th and their pharmacist noted that the pump issues was "user error" and confirmed that there was no pump malfunction. Although requested, the devices will not be sent to the manufacturer for investigation. Death was not contributed to the bd device.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Manufacturer narrative:
Correction on section b describe event or problem. This follow-up report is submitted to clarify the event description that was previously reported. Note that through follow up attempts, the customer (hospital¿s medication safety pharmacist) had provided additional information and stated that the event was due to a ¿user error¿ and that the device did not malfunction. Multiple attempts have been made asking the customer to send the device(s) to the manufacturer for full investigation, but the customer declined.

Event description:
It was initially reported that an unspecified patient incident occurred, and that the clinicians were trying to use the infusion knowledge portal (ikp) for their internal investigation. However, due to an undisclosed reason, the data reportedly was not available to be reviewed at that time. The customer then reported that the incident involved a pump module that was used on a patient who was "going off life-support." The devices were used between 29 and 30 april 2022. During the time the medication (unspecified) was infusing, the pump module allegedly ¿stopped working.¿ the patient died on (B)(6) 2022 and the hospital¿s medication safety pharmacist clarified that the event was related to "user error" and that there was ¿no pump malfunction.¿ the customer had initially reached out to bd to assist them with their internal investigation of the event. Although multiple requests have been communicated to the customer, the involved devices were not sent to bd for investigation.